Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the lancet holder of her onetouch lancing device was broken. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the patient was unable to be reached for additional information by phone. The patient reported that the lancet holder broke more than a couple of months prior to contacting lfs. The patient informed the cca that she manages her diabetes with oral medication(s) and stated she was unable to test her blood glucose due to the issue. It is not known if the patient made any changes to her usual diabetes management regiment as result of the alleged issue. However, the patient reported she was hospitalized on 2 separate occasions after the alleged issue began. The patient did not provide any information regarding first hospitalization. The patient mentioned she was hospitalized the 2nd time on (B)(6) 2011 after she was found "unconscious" in her home by emergency services. It is not known what the patient's blood glucose was when taken to the hospital, but she reported her blood glucose was high and was treated with insulin (type and dose unknown) while hospitalized and discharged on (B)(6) 2011. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.